Event description:
It was reported that during a laparoscopic sigmoidectomy, the tissue pad was detached off outside the patient when a scrub nurse wiped the blade. No pieces fell into the patient. And no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # m90236. The device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test hand piece and gen11 and it did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.